Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered for high impedance and noise that was indicated to be sensing integrity counter (sic). The right ventricular (rv) lead was suspected to have a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.